Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the display on the insulin pump was blank. The battery had been changed multiple times, but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue use of the device and the pump will be replaced.

Manufacturer narrative:
S.w version 4.11e retainer ring = black customer returned pump for an alleged blank display found on mar 24, 2022. The pump powered up properly after battery installation. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 06:29:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 16:00:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 16:31:00.000 (B)(6) 2022 16:41:00.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 16:42:24.000 (B)(6) 2022 16:42:35.000 upon checking on the power data/detail trace file, low battery alert was expected since the battery has low/no power. The customer may have used a low/depleted battery. Upon checking on the power data/detail trace file, replace battery alert unloaded vaa voltage (battery voltage) of 1.624v, replace battery now alarm unloaded vaa voltage (battery voltage) of 1.624v, 1.576v and power loss alarm unloaded vaa voltage (battery voltage) of 1.408 and 1,406 v. Replace battery alert/replace battery now alarm and power loss alarm was unexpected since the customer was using a good battery. Replace battery alert/replace battery now alarm and power loss alarm was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the battery tube assembly, force sensor, motor and vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.